Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. (B)(6).

Event description:
Information was received based on review of a journal article titled, "failure at the tibial cement-implant interface with the use of high-viscosity cement in total knee arthroplasty,¿ which aims to review early knee failure in 13 patients due to debonding of high-viscosity cement with a vanguard knee prosthesis. All patients experienced pain and demonstrated a loose tibial component but some patients also indicated stiffness and instability and evidenced signs of radiolucency; however, it is unknown which patients had these symptoms. In conclusion, the authors propose that the early failures seen in this case series may be associated with the use of hvc cement. The authors further note that the surgeon should consider debonding of the tibial component as a potential cause for persistent pain if hvc cement was used with this prosthetic design. A patient identified in the article underwent a right knee revision approximately 12 months post-implantation due to pain. During the procedure, the tibial component was noted to be loose and had debonded from the cement. There has been no further information provided and the patient outcome is unknown.